Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited r-wave variation; the sensing had decreased since the previous follow-up in 2015. No intervention was performed at this time. The patient was in stable condition. The patient would continue to be monitored with regular follow-up.